Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During the inspection, the customer's complaint of ¿touch panel not functional¿ was not confirmed. However, non-olympus lamp life meter was found reading over 500+hours, and the lamp life was expired. Additionally, it was noted to have rust on the top cover, chassis, and the lamp door. It was also observed having a loose connector and fragments in the insufflation tube. Based on the results of the investigation, the root cause of the touch panel not functioning was unable to be determined; however, the use of non-olympus lamps caused the lamp failure. The lamp failure can be prevented by following the instructions for use (IFU) which state: "always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report contains additional information provided by the initial reporter. Should further information be provided prior to the conclusion of the investigation, another supplemental report will be provided.

Event description:
Additional information was received on 30sept2021 noting that the lamp would not turn on. The reporter also confirmed that the air function and other buttons on the unit were not functioning properly. The facility's biomedical engineer replaced the main lamp, but the issue was not resolved. The device will need to be returned for inspection and repair.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the front panel of the evis exera iii xenon light source was not functioning properly during procedure preparation. According to the initial reporter, they were unable to alter any of the functions on the panel. Reportedly, a second tower was moved in and the intended procedure was completed without any negative patient impact.